Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of worsening mitral regurgitation mr), worsening heart failure, dyspnea, edema and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who noted that pre-existing scoliosis made the procedure difficult and the imaging challenging which may explain the occurrence of single leaflet device attachment (slda) in relation to potential inadequate grasping. The patient died 3 weeks after the procedure, due to worsening heart failure. In the physician's opinion, the slda did not contribute to the death which was related to worsening heart failure and not related to device. All available information was investigated and the reported slda appears to be related to the patient morphology/pathology due to flailed posterior leaflet and user technique/procedural circumstances of difficult visualization. The reported mr was likely a result of the slda, which then caused the cascading effects of dyspnea and edema. The reported death was due to the worsening heart failure; however, a definitive cause for the reported heart failure could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient death and because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet flail noted prior to the mitraclip implant. The patient had severe scoliosis which hindered the ability for her to lay flat on her back, and made the imaging very difficult. One clip was implanted, reducing the mr to 2. It appeared that there was adequate leaflet insertion. On (B)(6) 2016, the patient was re-admitted with dyspnea and edema of the lower extremity. Echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. No further treatment was performed, and the patient was stable. On (B)(6) 2016, the patient died due to worsening heart failure. In the physicians opinion, the slda did not contribute to the worsening heart failure. No additional information was provided.